Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the device experienced noise on both channels, however it was noted that the battery was depleted. The battery was replaced, and the device passed final testing.

Event description:
It was reported that the analyzer experienced noise on both the atrial and ventricular channels. The analyzer has been returned for repair. There was no patient involvement.